Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k040099 and k131331. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient samples on bd phoenix¿ automated microbiology system a false susceptible result was obtained. Results were reported to doctors. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that panel results not matching clsi guidelines (no errors) customer had an e. Coli where ciprofloxacin and levofloxacin had mic¿s of 1, and were reported as sensitive.

Event description:
It was reported that while running patient samples on bd phoenix¿ automated microbiology system a false susceptible result was obtained. Results were reported to doctors. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that panel results not matching clsi guidelines (no errors) customer had an e. Coli where ciprofloxacin and levofloxacin had mic¿s of 1, and were reported as sensitive.

Manufacturer narrative:
H.6. Investigation: a failure for false susceptibility was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6). The customer reported that they were using panel nmic 307, and their results were not matching with clsi guidelines, with a sample of e. Coli giving mics of 1 for ciprofloxacin and levofloxacin; reporting as sensitive. The customer advised that they had recently upgraded to pud 6.81. Bd remote services guided the customer to check their bdxpert interpretation rules settings. This review showed that the customer had custom breakpoints set. Bd remote services advised the customer that their custom rules would not be overwritten by a pud update. The customer was guided to update their bdxpert rules to match the clsi guidelines. The root cause was a custom setting by the customer. As such, this is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Review of service history revealed no previous complaints related to false susceptibility. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.